Manufacturer narrative:
(B)(4). Plastic tube damage/breakage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. During the procedure, the plastic sheath on the left helical passer broke. The physician was able to complete the procedure with the same device with no adverse patient consequences.